Manufacturer narrative:
This medwatch report is being filed based on the analysis of the returned guidewire. When the actual device was received on september 6, 2022, the evaluation revealed the following: as received, the specimen consisted of one-1 each hydro gw std s 150-035; returned loaded within dispenser assembly and single bagged within "zip-lock" style poly pouch. The specimen presented an overall length of 150.70cm and a finished diameter of .02810" to .03155". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After wetting with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented a ductile/tensile overload fracture of the polymer jacket with material removal exposing the distal 0.40cm of the metallic core wire; the polymer jacket material distal of the fracture was not returned with the specimen. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted, the specimen presented a ductile/tensile overload fracture of the polymer jacket with material removal exposing the metallic core wire; the polymer jacket material distal of the fracture was not returned with the specimen. The polymer jacket damage appears consistent with attempting to remove the wire from the dispenser assembly without proper hydration. As indicated in the directions for use (dfu), "the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." As noted in the dfu operational instructions, "to activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." Based on the information provided and the evidence presented, it appeared that handling factors and/or procedural factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that the device could not be used during the preparation. The device is expected to be returned before july 1st. There were no patient complications reported. What was the patient condition following procedure? Stable event resolved? Yes.